Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure between the transmitter and the mobile device occurred. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss greater than one hour. In addition, the probable cause of signal loss was determined to be the transmitter and app were unable to establish a connection. The reported event of a pairing failure is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.